Event description:
It was reported that the patient with this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) developed an area of inflammation over the implant site. Prophylactic antibiotic therapy was started for two weeks. A few weeks later, manual drainage was performed in the electrophysiology room, reopening the wound and draining about 30 cc of fluid with hematic appearance, not fetid and without characteristics of super aggregated infection. No additional adverse patient effects were reported. This s-ICD remains in service. This complaint is associated with clinical study ID: (B)(4).

Event description:
It was reported that the patient with this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) developed an area of inflammation over the implant site. Prophylactic antibiotic therapy was started for two weeks. A few weeks later, manual drainage was performed in the electrophysiology room, reopening the wound and draining about 30 cc of fluid with hematic appearance, not fetid and without characteristics of super aggregated infection. No additional adverse patient effects were reported. This s-ICD remains in service. This complaint is associated with clinical study ID: (B)(6).

Manufacturer narrative:
The complaint device remains implanted; therefore, product analysis could not be performed. The "known inherent risk of device" conclusion code was selected because the reported observation of infection is addressed in product labeling (i.e. Instructions for use). Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.